Event description:
The surgeon reports via the sales rep that an abg ii stem implanted 13 months ago has been revised today ((B)(6) 2013) as a result of premature aseptic loosening. The customer reports that the abg ii stem has been replaced with an exeter stem.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported an unknown abg ii stem (monolithic). Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Dob, weight, catalog, lot, implant date, PMA#, and manufacturing date updated. An event regarding loosening involving an abg ii cementless stem was reported. The event was confirmed. Visual inspection of the device showed evidence of fibrous on growth was present. Dimensionally the devices was inspected and found to be compliant. As based on radiological findings, the failure scenario for this case has been an adverse mix of procedure-related factors regarding femoral component size as principal factor and possibly cup position and/or stem version as secondary factors that either alone or in concert have effected an overload condition in the arthroplasty bearing section with adverse effects on stem osseointegration. No evidence for the presence of either patient related or device-related factors. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. A review by a clinical consultant concluded that the failure scenario for this case has been an adverse mix of procedure-related factors regarding femoral component size as principal factor and possibly cup position and/or stem version.

Event description:
The surgeon reports via the sales rep that an abg ii stem implanted 13 months ago has been revised today ((B)(6) 2013) as a result of premature aseptic loosening. The customer reports that the abg ii stem has been replaced with an exeter stem. The customer reported that the patient was large and very active.